Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens. Prior to insertion into the eye the lens leading haptic caught in the injector. No patient contact or injury.